Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check. Lead noise was noted on the rv lead while attempting to perform a threshold test. The noise was not reproducible with any movement exercise, but the noise was observed every time the device paced. It was stated that the noise was stemming from the lead tip and not the ring or coil. The patient will be monitored. The patient was asymptomatic.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2018. The patient was stable and will be followed normally.